Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of the report, the customer had not addressed bg level. Customer was able to charge pump using a non-tandem wall adapter and tandem charging cable.